Event description:
General report received stating the during ambulance transport, the devices reportedly will give a malfunction 95-1 (primary valve problem) alarm after approx. 30 to 45 minutes of running time. Details specific to this device serial number were not available. Reporter states they have had several incidents where this has occurred. The ambulance ride is usually for approx. One hour at 65 miles per hour. There have been no adverse pt effects, medications have been switched to another pump line or gravity drip as needed. The pumps are plugged into an inverter and the ambulance has a 60 hertz power supply. He states the ambulances have recently had their rear suspension modified and since then the ride is "terribly rough." No further info was available.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 102 (overdelivery) for plum products is 0.49/million sets.